Manufacturer narrative:
The package insert states possible adverse effects include nonunion or delayed union, which may lead to breakage of the nail, bending or fracture of the implant.

Event description:
It has been reported that, patient fractured nail on (B) (6) 2010 and revision nailing was performed on (B) (6) 2010. Patient outcome: no adverse effect reported as a result of this event.